Event description:
It was reported that the patient presented with high threshold and high pacing impedance on the rv lead. Patient was dependent. The rv lead was explanted and replaced. No patient symptoms were reported.